Event description:
It has been reported to philips that the system did not fully bootup, it froze at the bootup screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the x-ray system was not booting up. Due to manufacturing issues, the disk bay / dimm (dual in-line memory module) may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The fse implemented the fsca in the subsequent case (smax ID 0123748609). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.